Event description:
It was reported that a patient experienced unexplained hyperglycemia. However, the patient¿s blood glucose values were not provided. The patient was reported to have been diagnosed with hyperglycemia and an infection. There was no medical assistance required. No further information is available related to the reported incident. Additional attempts are being made to request further details surrounding the event reported. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.